Event description:
Hcp reports pt presented with erythema 2 weeks pre op and was placed on keflex. Hcp reported purulent drainage from scalp incision and fluctuance around ipg site consistent with infection. The ipg and extensions were removed in june of 2005, and the pt was treated with IV antibiotics. The leads were removed in july of 2005. The pt's infection has resolved. The device was explanted and returned to the MFR for analysis.